Manufacturer narrative:
(B)(4). Batch #unk. Additional information was requested and the following was obtained: did the issue with the packaging compromise the sterility of the device? That¿s what we are unsure of, it does appear that you can see light through the cracks of the packaging. For that reason, we wanted to call it and send it in as they are all coming from the same lot. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, upon receipt of the device, they opened the box and the devices appeared to have "cracks" in the individual packaging that was allowing light to get through. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Investigation summary: the device b was returned inside its sterile package. Upon visual inspection, it was noted that the tyvek had delamination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique; however, no conclusion could be reached as to what may have caused this condition. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.